Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the promus element plus, mr, ous 3.00x8mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent showed damage to the 1st and 2nd rows on the proximal end of the unit. The 1st row was raised slightly from balloon and moved in distal direction, the 2nd row showed slight damage. It is likely the crimped stent may have encountered resistance & subsequent damage during withdrawal attempts. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found slight kinks along the length of the catheter. This type of damage is consistent with excessive force being applied to the delivery system and may have occurred during advancement attempts to the lesion site. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-apr-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, 8x3.0mm, concentric, de novo target lesion was located in the mildly tortuous and mildly calcified right coronary artery. After a non-bsc guide wire crossed the lesion, pre-dilation was performed with a non-bsc balloon. A 3.00x8mm promus element¿ plus stent was then advanced but failed to cross the lesion. The device was removed and a 2.75x12mm non-bsc stent was implanted and the procedure was completed. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damaged.